Event description:
While shaver was in use during the surgical procedure, metal fragments from the shaver appeared in the surgical site.what was the original intended procedure?right wrist arthroscopy, synovectomy, ulnar carpal compartment, right wrist extensor carpi ulnaris subsheath retinacular reconstruction.device #1is this a laboratory device or laboratory test?no.